Event description:
During right and left heart cardiac cath distal and proximal stent caths were placed. Initial balloon used for first (distal) stenosis was incorrect, was too large in diameter, and the inflation was stopped on purpose before full dilation. Due to the packaging on the balloon, catheter is not clearly marked as to what size is the inner and what size is the outer. This resulted in flaring of the stent distally and proximally. No rupture or bleeding seen and the remainder of the procedure was uneventful. FDA safety report ID# (B)(4).